Event description:
It was reported that during the device changeout, the pace sense portion of the right ventricular lead was capped and replaced with an exisiting pace sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.